Event description:
An initial event notification was received by sequel med tech, llc on (B)(6) 2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that at approximately 11:00 on (B)(6) 2026, they performed a routine cleo 90 infusion site change. By the late afternoon, the user noticed that their glucose value was 300 mg/dl, and despite bolusing through the twiist automated insulin delivery (aid) system and entering carbs into their twiist app, their glucose did not improve. The user reported experiencing symptoms of blurry vision, dry mouth, and polydipsia, and tested postive for ketones. The user ultimately presented to the hospital with a glucose value of 700 mg/dl. The user was treated with insulin, following which, their glucose decreased to 300 mg/dl. The user further reported that they had not changed their infusion site since that morning and was advised by hospital staff to remove and change the site upon returning home. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. At the time of this report, no product has been returned to millyard advanced medical products, llc, for analysis. Furthermore, multiple attempts were made to obtain additional information from the user; however, no further information has been received. The user remains ongoing on their twiist pump. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system.